Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay. There were insignificant anomalies.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient received this new implantable neurostimulator (ins) in (B)(6) 2013 and has been having inadequate stimulation ever since, starting and stopping by itself, varying intensity, and independent of posture. Complaints posted by the patient started approximately six weeks post-op. Diagnostics/troubleshooting was performed. In (B)(6) 2015 the system was checked (impedance measurement, mdt data) and showed no anomalies. Reprogramming without result. The ins was replaced and the issue was resolved at the time of this report. The patient was alive with no injury.